Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited excessive battery discharge. One week post implant, battery data was 2.92 v and 13 ua, with an estimated remaining longevity of 4.6 years.